Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported no symptoms and treated with the insulin pump and manual injections. The customer reported this morning having a blood glucose of 300 mg/dl, which he corrected. Two hours later the blood glucose level was 140 mg/dl. The customer did troubleshoot the insulin pump and found the infusion set cannula to be bent. The customer was advised to change the entire infusion set system and return the infusion set. The infusion set will be returned for analysis.